Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a full supply change, with no audible alarms, and observed insulin leakage at the tubing connection; the agent-guided assessment identified an empty cartridge as the likely cause, and subsequent dry run and repeated supply change proceeded without alerts, after which insulin delivery resumed and blood glucose was 172 mg/dl. Symptoms included an interruption of insulin delivery without reported adverse clinical effects. Outcomes included temporary disruption of therapy without hospitalization or medical intervention. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.